Event description:
It was reported that a 25mm navitor vision valve was successfully implanted on (B)(6) 2026. The patient had a documented pre-existing right bundle branch block (rbbb) prior to the procedure. The membranous septum length was greater than 3 mm, and there was no calcification extending beneath the aortic annular plane into the interventricular septum. It was reported that the patient remained hemodynamically stable during the procedure. Valve positioning in the cusp overlap view (cov) was confirmed, with the inflow edge of the constrained valve within the capsule positioned at the base of the aortic annulus and the pigtail catheter confirmed at the bottom of the non-coronary cusp (ncc). The final implant depth of the valve was reported as 6 mm ncc/ 5 mm left coronary cusp. After the valve was successfully implanted, it was reported that the patient developed third-degree heart block requiring intervention. A temporary pacemaker was utilized, and the patient left the cath lab with the temporary pacing system in place. No clinically significant delay reported. Subsequently, a permanent pacemaker was implanted on (B)(6) 2026 to treat the conduction abnormality. The patient required a prolonged hospital stay for rhythm monitoring related to permanent pacemaker placement. The implanter assessed the event as related to the patient¿s pre-existing conduction condition (rbbb) rather than device performance. The patient was ultimately discharged in stable condition. No additional information was provided.

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.